Event description:
The event involved a primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch. It was reported that the leak in the micron filter. There were patient involvement and no patient harm.

Manufacturer narrative:
The device is not available for evaluation; however, a picture was provided. Investigation is pending.